Event description:
The reason for call was patient reported they couldn't get their stimulation to stimulate. Patient did not provide the event date. During the call patient increased group a program 1 to 12.7 but they couldn't feel any stimulation. Patient switched to group b and increased settings on program 1 to 13.2 but they still couldn't feel stimulation. Patient switched to group c and increased program 1 from 7.3 to 7.7. Patient mentioned they could feel the stimulation on both their legs and lower back. The stimulation would run for a few seconds then the stimulation would shut down and now it came back up. Patient inquired if they could increase the intensity to get more pulsating or better feeling to feel some pain. Agent understood this as to relieve their pain. Agent reviewed information. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. [See related information in pe (B)(4) - stim not feeling the same].

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.